Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 28th december, 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, the cover was damaged in storage. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
On 28th december, 2023, getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, the cover was damaged in storage. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as the problem occurred while the device was storage, the device was not use with cracked cover, so there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th december, 2023, getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, the cover was damaged in storage. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 28th december, 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, the cover was damaged in storage. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as the problem occurred while the device was storage, the device was not use with cracked cover, so there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. The headlight cover cracked with possibility of missing particles based on risk, is considered as a potentially reportable incident, therefore an incident was reported. After additional questions, the getinge employee informed that the device was not use with cracked cover. The investigated customer product complaint did not cause risk to human life. When the issue occurs in storage, the device is not up to the manufacturer specification, usually after replacement of the component the device could return to normal use. If the device is used in accordance with instruction provided in user manual, such as regular preventive maintenance any unexpected failures should not occur. After reviewing the information provided for the complaints investigated herein we have been able to establish that there is no significant complaint trend with this product and issue type. Complaint handler did not identify any apparent reason for suggesting to open a CAPA (apart from these already initiated) or evaluation for the need of another action in the market. It is not likely that it could lead to the serious injury or death when the malfunction reoccurs.